Event description:
The report received from the e-select database indicated that the indication for the elective index procedure was angina. The target lesion was the left main trunk (lmt). The lesion was reported to be: de novo, a 75% stenosis, 20 mm length, 4.0 mm vessel diameter, protected by at least one bypass graft to the left system, and type b1. The lesion was pre-dilated. A cypher select plus 3.0 x 23 mm stent was implanted at 16 atm. During the interventional procedure a type b dissection occurred. The dissection was treated by placement of a cypher select plus 3.0 x 28 mm stent in the circumflex at 15 atm. Reopro was administered. The adverse event (ae) was reported to be mild in severity. The relationship of the ae to the study device/procedure was highly probable. The event was not a serious adverse event (sae). The event was reported to be resolved without sequel. The residual stenosis was 0%. The flow post-procedure was timi 3. The pt was discharged the day after the interventional procedure.

Manufacturer narrative:
Please note that device (lot #i1006110) is distributed outside the united states, however, it is similar to the united states product the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.